Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. Magnified inspection identified a complete circumferential tear in the balloon material 4mm from the proximal markerband. The distal end of the balloon was pulled over the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 12 atmospheres, a circumferential balloon rupture occurred over the first proximal third of the balloon. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 12 atmospheres, a circumferential balloon rupture occurred over the first proximal third of the balloon. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).